Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the arm between 24 and 36 hours, the site was painful, red, inflamed, infected and the blood glucose (bg) levels exceeded 25 mmol/l (450 mg/dl). The patient visited the emergency room (ER) where was prescribed antibiotics (name unspecified) to treat the affected area. A new pod was applied to control the hyperglycemia.